Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a display (dim/fading/color spectrum) issue. There was no allegation that this issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow up #1 submitted: 12/12/2016. The device was returned to animas and investigated by product analysis on 11/16/2016 with the following findings: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was examined and confirmed to be dim/faded and discolored. .